Event description:
Lifeport catheter placed in 1999. Unable to administer chemotherapy 3/30/00. Imaging notes portion of catheter separated and lodged in the heart. Removed portion of the catheter 21cm in length and 0.2cm external diameter in cardiac cath lab.